Event description:
Reporter alleged icons were missing from the display of the compact plus system. Customer discovered the alleged display issue when he called the manufacturer. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device, and a replacement was sent.

Event description:
Adverse event(s): "soft eye" (intraocular pressure, delayed, uncontrolled). Product problem(s): loss in pressure (decrease in pressure). A facility reported receiving soft eyes during procedures. The problem was solved at the time of surgery by tamponading via the footswitch. No patient impact occurred in any of his cases.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.